Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead dislodged two days post implant. The lead was successfully repositioned.